Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019, the patient experienced inflammation at the stoma site, which was treated with 500mg of oral kefexin three time daily for one week. A bacterial culture revealed (B)(6) to all antibiotics but did not help. The patient was then treated with 160mg/500mg of oral ditrim duplo, twice a day at the healthcare center in (B)(6) 2019. In (B)(6) 2020, the patient was followed up with the clinic and was prescribed a ten day course of ditrim duplo 160mg/500mg twice a day which was started in (B)(6) 2020. At the time of report, the patient visited the nurse who reported that the stoma site is secreting blood-stained fluid and tender and surgical consult was planned.